Manufacturer narrative:
One device was returned for analysis. Visual inspection found a damaged downstream occlusion seal. A review of the event history log (ehl) showed intermittent bolus messages. Functional and visual tests were performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, the downstream occlusion seal was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the intermittent bolus did not work. During physical inspection, it was found that there was a damaged downstream occlusion seal. There was patient involvement, no patient injury was reported.